Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed a cut in the inspiratory limb of the subject circuit. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the tubing appeared to be cut. All rt200 adult dual heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt200 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult dual heated breathing circuit state: ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that the inspiratory limb of a rt200 adult ventilator circuit was torn after five days of use. There was no reported patient consequence.